Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level due to insulin pump's battery went off during night and they did not have new battery. Customer stated that their blood glucose level was 27 mmol/l. Customer stated that they brought new battery but it did not work. Customer was assisted with changing new battery and the pump started again. It was found that sensor was not connected. Customer assisted with connecting sensor. It was unknown whether auto-mode was active or not at the time of high blood glucose. The device will not be returned for analysis.